Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device is contaminated and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first flange was successfully deployed in the cyst. The second flange was then deployed in the working channel of the scope. However, when an attempt was made to advance the proximal flange out of the scope, the stent was caught on the catheter and could not be detached from the delivery system. The scope was removed from the patient with the stent inside. The procedure was aborted and another axios stent was successfully implanted two weeks later. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.